Manufacturer narrative:
The handpiece has not been yet returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a laparoscopic hysterectomy, a piece of the thunderbeat handpiece broke off and could not be located. The procedure was completed with another handpiece. There was no pt injury reported.